Manufacturer narrative:
Analysis was unable to perform a pre-repair temperature test since it was not possible to insert a tool in the handpiece, therefore the customer's complaint of overheating could not be confirmed. Analysis found that the internal tube bearings were broken/detached, the input shaft and output shaft were corroded, and some bearings were stuck in the internal tube. The tube, input shaft, output shaft and all the mandatory parts were replaced. The device was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the device was faulty, not rotating quick enough and getting hot to touch. There was no known patient impact.